Event description:
According to the customers statement: 'bolero lift stopped working during use with tub.' Add'l info were provided: 'bolero was being used in conjunction with a bath, when it stopped working (unk if the resident was in the beginning, middle or end of bathing procedure). Staff members were able to remove resident manually, no injuries reported.' (B)(4).